Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked. There was moisture noted to be found in the battery compartment. A leak test failed due to a battery compartment leak. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture. This report is made based on results of investigation completed on 06-nov-2017.